Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 162 mg/dl. Customer was able to successfully reload the cartridge onto the pump and resume insulin deliver.